Event description:
It was reported by service report that the right side rail has excessive movement and the left side rail is broken. No injury reported.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 480 mg/dl and 220 mg/dl; 300s-range mg/dl and 100 mg/dl. Sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.